Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. The instructions for use (IFU) that accompany the device cautions that low tear strength is a characteristic of most unreinforced silicone elastomer materials, and that care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears. It also cautions that to avoid possible transection of the catheter during catheter placement, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the tuohy needle, guidewire, and the catheter must be removed simultaneously. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery from medwatch report mw (B)(4): patient admitted for thoraco-abdominal aortic aneurysm (taaa) repair. A computed tomography angiography (cta) was attempted to aid in the placement of the lumbar catheter. Upon insertion of the catheter, bloody drainage was noted and the catheter was removed. Patient returned to radiology two days later and another attempt was made to place the drain, but it was unsuccessful. Patient was sent home with plans to return to surgery at a later date. Patient followed up in md¿s office with complaints of radiculopathy and postural headache. Patient had a CT scan which showed a retained foreign body. Patient returned to hospital for removal of the foreign body and additional subarachnoid drainage. It was later reported that this event involved one lumbar catheter and that it was attempted to be placed into the patient three times, but all three attempts were unsuccessful. It was also reported that the catheter was found to have fractured during placement and no part of the catheter remains inside the patient. Reportedly, there was no injury to the patient, but required multiple surgeries to try and place the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.